Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on transmitter and it passed. A global transmitter final functional test was performed and resulted in software failure. Software failure found from functional test confirmed the reported complaint. Based on the finding of the software failure this is being reported. The root cause was determined to be software failure.

Event description:
A clinician contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015 the patient experienced unrecoverable loss of antenna, passed threshold. There was no report of injury or medical intervention. No additional event or patient information is available.